Event description:
Procedure type: lobectomy. According to the reporter: during the normal operational process of the device, the handle malfunctioned. The tissue of the pt was not abnormal after examination. The stapler could fire part way. The problem was corrected through an open procedure conversion. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).